Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. All available information indicates that the system remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon review, clarification was provided in the description and coding regarding this patient's infection event.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) exhibited infection. Reportedly, the physician was looking for a contacting material list. All available information indicates that the system remains in service. There were no additional adverse patient effects reported. Additional information indicated that this patient experienced a sero-sanguinous drainage from the implant site along with puffiness and rashes around upper torso approximately seven months after implant. The patient went to an allergy specialist; however, no further information could be obtained after that. Approximately two years later this ICD system was explanted due to patient death. The cause of death was not provided to boston scientific at this time. There was no additional adverse patient effects reported. This device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) exhibited infection. Reportedly, the physician was looking for a contacting material list. All available information indicates that the system remains in service. There were no additional adverse patient effects reported. Additional information indicated that this patient experienced a sero-sanguinous drainage from the implant site along with puffiness and rashes around upper torso approximately seven months after implant. The patient went to an allergy specialist; however, no further information could be obtained after that. Approximately two years later this ICD system was explanted due to patient death. The cause of death was not provided to boston scientific at this time. There was no additional adverse patient effects reported. This device was returned for analysis.